Manufacturer narrative:
The complaint number corresponding to this medwatch is (B)(4). Concomitant medical products - unknown cup, unknown liner and unknown stem. It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-08669, 0001822565-2017-08670, 0001822565-2018-00096.

Event description:
It was reported the patient required a girdlestone procedure post implantation. No further information is available at this time.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.